Event description:
Physician reports the snare was used to remove a large polyp. He planned to do it in two stages; however after the snare was placed around the polyp he was unable to manipulate the snare (open or close it around the polyp) and the cautery was working inconsistently. The power source, cords, and grounding pad were replaced without improvement in performance. The snare was removed after 15 minutes of manipulation. The remainder of the procedure was aborted and the patient was sent to CT to look for a possible perforation. The CT scan was negative; however the patient was admitted the next day and a CT scan found a small perforation that was treated medically.